Event description:
A surgeon reported unexpected post-op refraction following implantation of an intraocular lens (iol). The lens remains implanted. The association between this event and the iol is not known. Add'l info has been requested.